Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the prevena¿ incision management system. This report is being filed due to use error as the physician reported that the prevena¿ device was applied to a wound that is not in accordance with v.a.c.® labeling. Device labeling states: the prevena¿ incision management system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area. The prevena¿ incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena¿ 45ml canister. The v.a.c.® therapy system should be considered for treatment of these wounds. The prevena¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ incision dressing; patients who are at an increased risk of bleeding from the incision associated with the use of anticoagulants and/or platelet aggregation inhibitors. Warnings: bleeding: before applying the prevena¿ incision management system to patients who are at risk of bleeding complications due to the operative procedure or concomitant therapies and / or co-morbidities, ensure that hemostasis has been achieved and all tissue planes have been approximated. If active bleeding develops suddenly or in large amounts during therapy, or if frank blood is seen in the tubing or in the canister, the patient should leave the prevena¿ incision dressing in place, turn off prevena¿ 125 therapy unit and seek immediate emergency medical assistance. Infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and /or fatal injury. Some signs of complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and /or orthostatic hypotension or erythroderma (a sunburn-like rash). Duration of therapy: therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. Therapy unit will automatically time-out after 192 hours (8 days) of cumulative run time.

Event description:
On 23-jan-2019, the following information was reported to kci by the physician: the surgeon conducted a colostomy reversal and parastomal hernia repair on (B)(6) 2018, an acell® device, non-kci product, was placed in an underlay and the fascia re-approximated. The skin was left open with kci prevena¿ incision management system applied to the area. An infection was allegedly discovered during the first wound vac change. On 01-feb-2019, the following information was reported to kci by the nurse: wound cultures were not performed after the unit was removed (date unknown); however, the patient was placed on oral antibiotics. The unit and dressing were discarded. The physician could not determine whether the unit caused or contributed to the infection. The prevena¿ incision management system lot numbers were not provided, and no product was returned; therefore, neither a device evaluation nor a device history review could be performed.